Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and the issue of foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: we found that a vac+ hg flu+ox tube 4ml ex367922 (lot 1228206 expiration date 31/12/2022 reference (B)(4) had a black particle inside.